Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a counterfeit top case and cracked bottom case. Event log history was performed and indicated that motor rate error was recorded in history. During analysis, motor rate error was found during occlusion test. It was noted that normal wear was the cause of the reported issue. Service replaced motor assembly (stepper motor included), worm gear, leadscrew and clutch halves and performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor rate error. No adverse effects were reported.